Event description:
Customer reported receiving a "replace sensor" message after one hour of having a diabetologist apply an adc freestyle libre sensor. Customer was in the hospital at the time and experienced symptoms described as dizziness, headache, and a loss of consciousness. Customer was treated with siofor (metformin) and forxiga (dapagliflozin) oral diabetes medications, and 22 units of insulin (type unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving a "replace sensor" message after one hour of having a diabetologist apply an adc freestyle libre sensor. Customer was in the hospital at the time and experienced symptoms described as dizziness, headache, and a loss of consciousness. Customer was treated with siofor (metformin) and forxiga (dapagliflozin) oral diabetes medications, and 22 units of insulin (type unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug is seated correctly in the mount. Visual inspection was performed on the sensor plug assembly and no issues were observed. Sensor was inserted into the sim-vivo test fixture and all results were within specification. No product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after one hour of having a diabetologist apply an adc freestyle libre sensor. Customer was in the hospital at the time and experienced symptoms described as dizziness, headache, and a loss of consciousness. Customer was treated with siofor (metformin) and forxiga (dapagliflozin) oral diabetes medications, and 22 units of insulin (type unspecified). There was no report of death or permanent injury associated with this event.